Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6), 2021. The device was implanted for approximately 89 months and 36 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the far field channel. Furthermore, the inspection revealed a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified a short circuit, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, analysis revealed an increased internal self-depletion within the battery that led to the clinical observation.

Event description:
After an implantation period of approx. 90 months, it was reported that the device shows the eos status. The ICD was explanted.